Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the parent reported the cgm values were inaccurate. This is the report for one event. The patient went to the hospital for diabetes management because she felt sick with flu symptoms (vomiting, diarrhea, headache, and nausea). The patient used an omnipod insulin pump, monitored cgm values on her phone, and had a glucometer at home. At 4 pm she was transported to the emergency room (ER) by her parents. The bg values were high and no cgm value was provided (values unspecified). After treatment which included insulin and IV fluids, she was discharged home 8 hours later at midnight. Several days later, on (B)(6) 2023, she returned to the hospital for additional treatment of flu symptoms and was diagnosed with a viral illness. The emergency room medical doctor thought the sensor had been inaccurate for the previous 10-day period which included the emergency room visit on (B)(6) 2023. Of note, on a phone call with technical support (B)(6) 2023 the parents reported that according to the doctor at an emergency room visit on (B)(6) 2023, the cgm had been inaccurate during the previous 10-day period. The patient experienced 3 sensor inaccuracies during the ten-day period. At the time of the report, the patient was fine. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.